Event description:
It was reported that, during removal, the pin broke at the threaded portion. The fragment was able to be removed from the femur. It was also reported that the other ortholock pin was severely bent, and that excessive force was being applied during the pin extraction. The hip replacement was successfully completed with a delay of about 20 minutes due to the broken pin extraction. There was a slightly larger wound where pin had to be extracted, but no other allegations of adverse consequences.

Manufacturer narrative:
The pins have not been returned to the manufacturer for investigation. If the pins are received, an investigation will be performed and a follow up report will be filed.